Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia, hypoglycemia, loss of communication issue between insulin pump and transmitter, differences between sensor glucose and blood glucose levels and shorter battery life with transmitter. The customer reported blood glucose value of 306 mg/dl, 50 mg/dl and sensor glucose value of 120 mg/dl. The customer reported hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-7911ww. Troubleshooting was performed for communication issue, and the issue was not resolved. Troubleshooting was performed for reported harm. Customer had been using the insulin pump system within 48hrs of reported high blood glucose event and also customer using the minimed 780g system with the auto mode/smartguard feature active at time of high blood glucose event. Troubleshooting was performed differences in glucose values allegation, and the difference was not within acceptable range. No further patient complication was reported. No product return is required for mmt-7911ww.